Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The analysis of the available iegms confirmed the presence of noise in the rv channel, which led to rv pacing inhibition of up to 5 sec, as mentioned in the complaint. Based on the information available for analysis, there is no indication of an ICD malfunction. The root cause of the noise could not be conclusively determined; however, a lead damage cannot be excluded. Should further relevant information or the lead itself become available for analysis, this report will be updated.

Event description:
After an implantation period of approximately 125 months it was reported that oversensing in the ventricular channel was observed. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.